Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had the machine displayed an automatic inflation malfunction during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that no malfunction was found and all tests were normal. The calibration was done as a precaution. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.